Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Product event summary: the full lead was returned in segments, analyzed and no anomalies were found.

Event description:
It was reported that during the implant procedure, the lead exhibited a "lowered sensing value" after the lead helix was extended. It was noted the lead was repositioned due to a suspected lead failure, however, repositioning did not resolve the possibility of lead failure. The physician noted concern since the operation had lasted for several hours and the lead screw had been extended and retracted several times, therefore, the lead was explanted and replaced. No patient complications have been reported as a result of this event.